Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the pump surged several times which significantly increasing the inflow. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 11-may-2026: further information was provided that the reported issue occurred during a knee arthroscopy. It was further reported that the pump only increased the inflow at one point. The customer restarted the pump and was able to finish the surgery with the same device. The pump however made a warning sound for increasing inflow without an increased inflow. The customer further confirmed that no harm was caused and the patient did not need any further treatment due to this issue.